Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the during insertion of the catheter in the internal jugular vein, the catheter was allegedly coiled upon removal from packaging; however, the device was placed. It was further reported that after placement the catheter would not relax and was removed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the during insertion of the catheter in the internal jugular vein, the catheter was allegedly coiled upon removal from packaging; however, the device was placed. It was further reported that after placement the catheter would not relax and was removed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged reported failure. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.